Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had serious abnormal noise, but the function was not affected. The spare equipment has been replaced and no personal injury occurred.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the motor muffler of the equipment was found to have fallen off during inspection and was restored after on-site treatment. All functions of the equipment were checked in accordance with factory requirements. All performance parameters of the equipment met the requirements and could be delivered to customers for use.

Event description:
N/a.